Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance on the atrial lead; it was also noted that there was lead fracture on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.